Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked and there was evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked along the threads. There was evidence of moisture in the battery compartment. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no further moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.